Event description:
Information received from the field does not address the patient's clinical status but notes that while changing the pacemake r, the physician noted blood inside the lead insulation. Since there was no change to lead impedancce or pacing function, the pocket was closed. Subsequently, the pocket was reopened and the lead was cut and capped.